Manufacturer narrative:
A ge service rep performed an on site investigation. The cable from the hard drive to the cpu was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9400 system would not boot up prior to a case. No pt injury was reported.